Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant, the physician experienced a problem inserting the wrench into the setscrew head of the implantable pulse generator (ipg) device, because the hole to insert the wrench was not directly in front of the setscrew. The device remains in use. No patient complications have been reported as a result of this event.